Event description:
It was reported that the customer had issues with her sensor and blood glucose level reading difference. The insulin pump did not warn the customer when the tubing was cramped up. Some infusion set cannulas were bent. Her blood glucose level was 400 mg/dl but her sensor glucose reading was 240 mg/dl. Last november the customer experienced a serious injury or hospitalization. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-43629 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.